Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Pump alarms not annunciating. No adverse affect on blood glucose level. Customer continued using current pump for insulin therapy.